Event description:
A tech from the facility contacted baxter's clinical education dept, stating that the tech has experienced allergic reactions to the plastic platelet storage containers since 2001. The tech alleges that when the tech touches the containers the tech's hands turn red. Also, if the tech touches the tech's face after handling the bags, the tech's face turns red and the tech's mouth burns. This tech stated that tech is latex sensitive, and also mentioned that the tech's physician has told the tech that the tech's immune system is sensitive and is getting progressively worse. The tech claims to have the same symptoms after smelling some other types of plastic. The tech was taking steroids for allergies prior to this incident. The tech's physician prescribed a steroid cream for the tech's hand when the tech experienced the above symptoms. The tech wears non-latex gloves when handling the plastic containers.